Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction type: allergy to essure"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomies with removal of essure ). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: deployed with (r) 3 and (l) 3 coils trailing into cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received: reporter information, lab data, product information and events- abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity reaction type: allergy to essure, migraines, headaches were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other'), pelvic pain ('pain') and genital haemorrhage ('gen abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, joint disorder and dysfunctional uterine bleeding. Concurrent conditions included bipolar disorder. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction type: allergy to essure,nickel diag post essure"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia(painful sexual intercourse),chronic"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomies with removal of essu and robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomies with removal of essur). Essure was removed on 12-jan-2015. At the time of the report, the perforation, pelvic pain, genital haemorrhage, allergy to metals and dyspareunia outcome was unknown. The reporter considered allergy to metals, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: deployed with (r) 3 and (l) 3 coils trailing into cavity. Discrepancy noted in essure insertion date:- (B)(6) 2014 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; headache, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : following events were added : dyspareunia(painful sexual intercourse), gen abnormal bleed, perforation other. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other'), pelvic pain ('pain') and genital hemorrhage ('gen abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, joint disorder and dysfunctional uterine bleeding. Concurrent conditions included bipolar disorder. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant), vaginal hemorrhage ("abnormal bleeding (vaginal"), heavy menstrual bleeding ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction type: allergy to essure,nickel diag post essure"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia(painful sexual intercourse),chronic"). The patient was treated with surgery (robotic total laparoscopic hysterectomy laparoscopic bilateral salpingectomy essure removal and robotic-assisted total laparoscopic hysterectomy 3-ap-19, bilateral salpingectomy (B)(6) 2019). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, pelvic pain, genital hemorrhage, allergy to metals and dyspareunia outcome was unknown. The reporter considered allergy to metals, dyspareunia, genital hemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: deployed with (r) 3 and (l) 3 coils trailing into cavity. Discrepancy noted in essure insertion date: (B)(6) 2014. She keep her ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; headache, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: all information (dates, events, etc) referring to documents number 7, 8, 9 and 10 is deleted since they are from a different patient. Reporter information, events: contraceptive device removal incomplete, embedded device deleted. Updated date of birth, rcc, date of insertion, date of removal deleted and added as per previous version. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other'), embedded device (' essure coil intact adherent and implanted into left wall of left cornua of uterus') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, joint disorder and dysfunctional uterine bleeding. Concurrent conditions included bipolar disorder. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2019, the patient experienced complication of device removal ("one essure coil still in the proximal tube and cornua area of the uterus on the patient's left side"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction type: allergy to essure,nickel diag post essure"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia(painful sexual intercourse),chronic"). The patient was treated with surgery (robotic total laparoscopic hysterectomy laparoscopic bilateral salpingectomy essure removal, robotic-assisted total laparoscopic hysterectomy 3-ap-19 and robotic-assisted total laparoscopic hysterectomy 3-ap-19, bilateral salpingectomy (B)(6) 2019). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the embedded device and complication of device removal had resolved. At the time of the report, the perforation, pelvic pain, genital haemorrhage, allergy to metals and dyspareunia outcome was unknown. The reporter considered allergy to metals, complication of device removal, dyspareunia, embedded device, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- (B)(6) 2011, (B)(6) 2014. Discrepancy noted in essure removal date- (B)(6) 2015, (B)(6) 2019. Second surgery for complete essure removal on: (B)(6) 2019: this patient had an essure device placed sometime ago. She developed pelvic pain presumptively due to the essure. Device and underwent a laparoscopic procedure with physicians at erlanger for removal of the device. At the time of the procedure, it was felt that she had complete removal of the essure device bilaterally, however, she continued to have left-sided pelvic pain and further investigation was performed and imaging revealed the presence of the essure coil still in the proximal tube and cornua area of the uterus on the patient's left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Hysteroscopy - on (B)(6) 2011: essure insertion. Laparoscopy - on (B)(6) 2019: operative procedure: 1. Robotic total laparoscopic hysterectomy removal of residual left fallopian, and desiccation of a left ovarian cyst, 2. Cystoscopy. Findings: the uterus was essentially normal size with normal mobility, the right ovary was normal. The left ovary had a large corpus luteum cyst on it. The-most proximal portion of the left fallopian tube was still present. The entire right fallopian tube was no longer present. Description of procedure: the corpus luteal cyst on the left ovary was opened with the unipolar shears, and the fluid suctioned out. The inside of the cyst was inspected to confirm a corpus luteum cyst. The cyst was then ablated by desiccation with the bipolar forceps. Attention was then turned to the left side. The doctor took the uterus to a side table where she opened up the comua of the uterus and was able to remove the essure coil intact which was adherent and implanted into the left wall of the left cornua of the uterus. The patient was the awakened from general anesthesia and transferred to recovery in good condition; on (B)(6) 2019: description of procedure: tube was transected at the cornua. The essure was visualized, grasped, and removed without difficulty. Same steps were performed on patient's left side as well. Both fallopian tubes were sent to pathology. The patient was taken to the recovery room in stable condition.. Pathology test - on (B)(6) 2019: specimen: bilateral fallopian tubes with essure coils. Posterior cul de sac cyst findings: normal uterus, tubes, and ovaries. A small fluid filled cyst was noted in the posterior cul-de-sac. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; headache, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 28-jun-2021: new reporters added via lawyer, case is medically confirmed now. Patient's day and month of birth updated. Essure first laparopscopy date : (B)(6) 2019 (previously: (B)(6) 2019). Laparoscopy and pathology results added. Second surgery: hysterectomy on (B)(6) 2019 for complete essure removal. Event added: contraceptive device removal incomplete,embedded device. Previously reported event genital hemorrhage updated to non serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other'), embedded device ('essure coil intact adherent and implanted into left wall of left cornua of uterus') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, joint disorder and dysfunctional uterine bleeding. Concurrent conditions included bipolar disorder. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2019, the patient experienced complication of device removal ("one essure coil still in the proximal tube and cornua area of the uterus on the patient's left side"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction type: allergy to essure,nickel diag post essure"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia(painful sexual intercourse),chronic"). The patient was treated with surgery (robotic total laparoscopic hysterectomy laparoscopic bilateral salpingectomy essure removal, robotic-assisted total laparoscopic hysterectomy (B)(6) 2019 and robotic-assisted total laparoscopic hysterectomy (B)(6) 2019, bilateral salpingectomy (B)(6) 2019). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the embedded device and complication of device removal had resolved. At the time of the report, the perforation, pelvic pain, genital haemorrhage, allergy to metals and dyspareunia outcome was unknown. The reporter considered allergy to metals, complication of device removal, dyspareunia, embedded device, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- (B)(6) 2011, (B)(6) 2014 and (B)(6) 2014. Discrepancy noted in essure removal date- (B)(6) 2015, (B)(6) 2019, (B)(6) 2019. Second surgery for complete essure removal on: (B)(6) 2019: this patient had an essure device placed sometime ago. She developed pelvic pain presumptively due to the essure device and underwent a laparoscopic procedure with physicians at erlanger for removal of the device. At the time of the procedure, it was felt that she had complete removal of the essure device bilaterally, however, she continued to have left-sided pelvic pain and further investigation was performed and imaging revealed the presence of the essure coil still in the proximal tube and cornua area of the uterus on the patient's left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Hysteroscopy - on (B)(6) 2011: essure insertion. Laparoscopy - on (B)(6) 2019: operative procedure: 1. Robotic total laparoscopic hysterectomy removal of residual left fallopian, and desiccation of a left ovarian cyst, 2. Cystoscopy findings: the uterus was essentially normal size with normal mobility, the right ovary was normal. The left ovary had a large corpus luteum cyst on it. The-most proximal portion of the left fallopian tube was still present. The entire right fallopian tube was no longer present. Description of procedure: the corpus luteal cyst on the left ovary was opened with the unipolar shears, and the fluid suctioned out. The inside of the cyst was inspected to confirm a corpus luteum cyst. The cyst was then ablated by desiccation with the bipolar forceps. Attention was then turned to the left side. The doctor took the uterus to a side table where she opened up the comua of the uterus and was able to remove the essure coil intact which was adherent and implanted into the left wall of the left cornua of the uterus. The patient was the awakened from general anesthesia and transferred to recovery in good condition; on (B)(6) 2019: description of procedure: tube was transected at the cornua. The essure was visualized, grasped, and removed without difficulty. Same steps were performed on patient's left side as well. Both fallopian tubes were sent to pathology. The patient was taken to the recovery room in stable condition.. Pathology test - on (B)(6) 2019: specimen: bilateral fallopian tubes with essure coils. Posterior cul de sac cyst findings: normal uterus, tubes, and ovaries. A small fluid filled cyst was noted in the posterior cul-de-sac. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; headache, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.